Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vhzu, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had a return of symptoms on (B)(6) 2015. There were no trauma/falls reported that could be related to this issue. The patient will leave on current setting and track her symptoms. Patient was able to use the programmer and verify stimulation was currently on. She was on program 1 at 0.6. The patient does not feel stimulation at this setting. She verified stimulation was on by noting the lightning bolt in the upper left hand corner. Patient increased stimulation to 0.7. She was feeling this sensation comfortable but steady. The patient was told the feeling would go away. The patient was told that she would get shocked if she went through the full body scan at airport. Patient states she was not sure if she was having a touch of "stestitus" or not, but she was going to the bathroom a lot. Patient never received patient manual. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Patient never received patient manual. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the consumer reported that the lack of therapeutic effect (going to the bathroom more) had been resolved.